Event description:
It was reported that the patient had broken contacts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(6) model: sc-2317-50 serial: (B)(6) batch: 7079147